Manufacturer narrative:
Evaluation summary: pud242490h performance data from the device was reviewed and revealed that the device was pre/approaching elective replacement.

Event description:
It was reported that the device was not lasting as long as they would have expected. It was also reported that the patient has been receiving radiation treatment to the right lung and the device is a right-sided implant. The device was explanted and replaced just after 2 years from implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device was not lasting as long as they would have expected. It was also reported that the patient has been receiving radiation treatment to the right lung and the device is a right-sided implant. The device was explanted and replaced just after 2 years from implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead: (B)(6) 2010. 4196 implantable pacing lead: (B)(6) 2010. (B)(4).